Manufacturer narrative:
(B)(4) - no known device problem" in error. This event should have been reported (B)(4) - broken."

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Complaint reviewed and analysis showed no trend for (B)(4) lot no: 06348047. Device history record reviewed. Product not returned.

Manufacturer narrative:
Investigation is not complete. No complaint was stated against this device. This is the same event as 1043534-2011-00056. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly removed during the revision of another component.